Manufacturer narrative:
Additional information added to b5.

Event description:
On 21 july 2023, follow up information was received confirming that the patient has freka non-abbvie tubing therefore submission of MDR # 2267608 was not required.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient experienced peristomal granuloma and erythema at the stoma site. On an unknown date the patient was prescribed oral augmentin 1 gram every 12 hours for the stoma site.